Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts/components have been received by the manufacturer.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance, that the uninterruptible power supply battery (ups) was not holding a charge. No was patient present.